Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the device prompts for power detection. Available details indicate that the device was functioning normally and the customer's complaint was caused by user error, as they were not using the device correctly. The equipment was also found to be out of warranty. The device remains at the customer site and will not be returned for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device evaluated by customer with remote assistance.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not detect a power source. There was no patient involvement.